Event description:
It was reported that the ilet user experienced hypoglycemia following a meal announcement that was believed to be larger than appropriate given the user¿s higher protein and lower carbohydrate intake, which likely resulted in excess insulin delivery. Symptoms included hypoglycemia and lightheadedness. Outcomes included an urgent low glucose event with a reported nadir of 39 mg/dl that was treated with oral glucose and food, after which glucose was trending upward. Investigation included troubleshooting and education with guidance to announce a smaller-than-usual breakfast size to better match the user¿s meals. Investigation of this case revealed use-related insulin dosing mismatch associated with incorrect meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to meal announcement entry leading to hypoglycemia.